Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this report was implanted on (B)(6) 2010. Upon scheduled f/u on (B)(6) 2010, arrhythmia episodes recorded in the implant memories were retrieved and reviewed. A 3 vt episodes labeled as "treated" were adequately diagnosed and successfully treated (atp). A 1 vt episode (with 1:1 retrograde conduction) was erroneously classified as a "svt/st" and therefore, not treated (however, it ended spontaneously after about 2.5min). The reporter complained because: the arrhythmia detection algorithm (parad+) misclassified this vt episode; the onset of the misclassified vt episode was actually recorded in the "a run" episode recorded just before; it was impossible to trace back which cycles caused this misclassification in available egms and markers. Recommendations were requested for this pt (suggestions for tachy parameters reprogramming).